Manufacturer narrative:
Based on the DHR review of the lens, product evaluation, work order search and the available information related to this complaint, it has been determined that nothing in the manufacturing of the lens was the root cause of this complaint. The msi-pm injector and aq cartridge-fp was used, however, product lot information was not provided nor was the product returned to staar for an evaluation, hence the DHR review of the injector and cartridge was not completed. As stated on the medical review, the cause of the lens tear is unknown. Per medical review - reportedly, 3-piece silicone iol was torn during insertion requiring intraoperative lens exchange. According to the report by a nurse, dated on (B)(6) 2015, incision was not enlarged for removal of a damaged lens and another lens of same model was successfully implanted. The same report stated that the cause of the event (lens tear) was unknown. Based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Diopter: +20.50, silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): a lens work order search was performed and no similar complaint was found. A visual inspection of the returned product found the lens torn in half. There was evidence of clear surgical residue. Conclusions code(s): (user error caused or contributed to event): based on the complaint history and lens work order search, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v +20.50 diopter three piece silicone lens. Lens tore upon insertion into the patient's left eye. Lens was removed with no enlarged incision and no suture was required. There was no patient injury. A backup lens, same model and diopter size lens was implanted. Cause of this incident is unknown.